Event description:
Home health nurse asking for a replacement pump as yesterday when she was assisting with infusion pump (serial number: (B)(6)) kept beeping despite repositioning and nurse changed the curlin tubing 4 times. Infusion took longer than usual as nurse kept having to change the tubing. Home health nurse states patient was able to infuse total amount needed for infusion. Patient able to tolerate with good vital signs throughout infusion. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Trouble shooting was completed and unable to resolve the issue. Device available for return. Reported to (B)(6) by: patient/caregiver.